Manufacturer narrative:
A software analysis was initiated to determine the probable cause known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) who indicated that when the stitch image was sent from the mobile viewing station (mvs) so the pacs system the image comes over unreadable. The rep tried to change bits sent from 12 to 16 with little change.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue depth was adjusted on images without resolution. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, stitched images were grainy when sent to electronic picture archiving and communication systems (pacs) and they could not be printed on the viewing station of the imaging system. It was noted that the annotation editor could be used to see the fully stitched image and when printing, the image quality was poor. There was no patient present when this issue was identified. No additional information was provided.